Manufacturer narrative:
At this time, complete information is not available in spite of efforts to obtain further information. Contact was made with the dentist; however, the response time has been slow and the information received has been incomplete and unclear. The information given in this report is all the information that has been obtained at this time. This device was sold and used in (B)(6). We are submitting this report to be conservative and in an abundance of caution.

Event description:
A spontaneous report pertaining to cytoplast titanium-reinforced ptfe membrane was received from a dentist in (B)(6) on (B)(6) 2017. The dentist stated that he use a titanium-reinforced membrane in a bone grafting procedure and reentered the site after 6 months. The dentist stated that the soft tissue looked nice with no dehiscences before reopening the site. When the flap was opened there was no bone and there seemed to be an infection. The doctor also stated that the membrane itself seemed to disintegrate. This has happened on four cases.